Event description:
The customer reported the system displayed a communication error message. The customer attempted to reboot the system, and then it would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and ps3 power supply voltages were adjusted. The system was then found to be operating as intended.